Event description:
A customer obtained results for several quality control fluids. No pt results were evaluated. Biased results might lead to inappropriate physician action. There was no report of pt harm as a result of this event.